Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the ncircle delta wire tipless stone extractor did not open and close properly. During routine verification to check if the extractor worked correctly, it was observed that the extractors did not close and remained open. There were no adverse consequences to the patient as a result of this reported issue. The device did not make contact with the patient.

Manufacturer narrative:
Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also conducted. A review of complaint history, the device history record, instructions for use, and quality control data was performed. Three devices were returned. This investigation focuses on the one device returned associated with this complaint report. The device was returned with the handle and basket formation in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3 cm in length. A visual examination noted the support sheath is bent at the mlla. A functional test noted the handle actuated the basket formation to the open position, but does not retract the basket formation into the basket sheath. The support sheath and the basket sheath were found to be detached. A review of the device history record found no non-conformances associated with the complaint device lot number 8352171x. An additional review was conducted for lot 8352171. The devices from lot 8352171 were reprocessed with new packaging into lot 8352171x. The device history record review found no non-conformances that would have caused or contributed to the reported failure. A complaint history search revealed six additional complaints associated with lot number 8352171x. Two complaints are for similar issues from different customers. Four complaints are from the same customer. A second search revealed there are no complaints associated with lot number 8352171. Per the instructions for use (IFU) precaution section: enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was found to have a basket that would not open due to sheath damage. Devices are inspected for damage and functionality prior to packaging. The observed damage likely occurred during handling/use of the device. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.